Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd eccentric tip syringe with precisionglide¿ needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other device single use?: no device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd eccentric tip syringe with precisionglide¿ needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd eccentric tip syringe with precisionglide needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
One photo was received for investigation and observed black spot foreign matter (fm) in the syringe. 10 used samples returned for investigation. Observed solution inside sample with black spots. DHR for batch 8023470 was reviewed. Foreign matter was not detected at the in-process and outgoing inspection. No quality notification was raised for the reported batch. The preventive maintenance, calibration and equipment history records were reviewed and no abnormality was observed. The black fm was send for fourier transform infrared spectroscopy (ftir) test. The ftir result indicated the spectrum match reasonably with that of a mixture of poly (isobutene/isoprene) and inorganic compounds. Poly (isobutene/isoprene) is not used in manufacturing. For further investigation, a portion of the stopper was cut for ftir test. The spectrum from stopper did not match with that of the black fm reported from returned sample. Hence, root cause could not be determined.